Manufacturer narrative:
It cannot yet be determined whether the reported device or the associated devices may have caused or contributed to the pt's pain. Other devices listed in the report: 72-3-1108 scorpio ps tibial insert lot 06965301; 71-3011r scorpio ps basic femur lot k0371268.

Event description:
It was reported that the pt underwent a right total knee replacement in 2004. The surgeon reported that the surgery and post op x-rays were satisfactory. The customer further stated that, in 2006, the pt underwent a revisionary procedure because of increasing pain.